Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab. A review of the event history log was performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal and external inspection was performed. The homechoice device received a returned instrument testing evaluation. This evaluation included functional and electrical testing of the device. The device failed for earth leakage testing. The evaluation concluded that the cause of the failed earth leakage testing was the pump assembly which was to be scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the earth leakage current test. No additional information is available.